Manufacturer narrative:
The reported events of failure to capture, fracture, insulation damage and oversensing noise were not confirmed. As received, a complete lead with stylet inserted was returned in one piece. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.

Event description:
It was reported that the patient presented for a new implant. It was noted that once the right atrial (ra) lead was connected to the device, no pacing was achieved and noise with oversensing was observed. The physician believed the ra lead was fractured, and the coating was damaged. The incident occurred after connecting the ra lead to the main unit, and it was believed the is-1 pin on the ra lead connector may have been damaged. The ra lead's position was changed and reconnected, but the issue did not resolve. The ra lead was replaced. There were no patient consequences.